Event description:
Reportable based on device analysis completed on 18-march-2022. It was reported that an error message occurred. The target lesion was located in the left lower limb. An angiojet solent omni catheter was selected for thrombectomy procedure. However, during the procedure, the system alerted an error message and there was liquid leaking from the pump under power pulse mode. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Lot number is being updated as per device evaluation. The lot number of the returned product was narrowed down to one of the following finished good batches: 27700468 or 27700467. (B)(6). Device evaluated by MFR.: the product was returned consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink located 55.4cm from the tip. There was a broken hypotube notice 118cm from the tip. The device could not be functionally tested due to the extreme damage on the device. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.